Manufacturer narrative:
Serial number: (B)(4). For 3 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The exhalation valve was replaced to resolve 1 of the reported events, and the adjustable pressure limiting valve was replaced to resolve 1 event. For 1 event, calibrations were performed on the pneumatic unit to resolve the reported issue. For 1 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced increase in pressure. 3 events were reported for sustained high positive end expiratory pressure, and 1 event was reported as delivering excessive pressure. These reports were received from various sources. Of the 4 events, 1 did not involve a patient, and 3 did involve patients. There was no patient information available.